Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the device on the appendix during laparoscopic appendectomy, the device misfired on the base of the appendix causing a cecal perforation and further invasive operation ensued to close the defect. When the device was attempted to be removed after misfire, it was stuck and tore the surrounding tissues causing bleeding. However, it was removed by pulling it away from the tissue. Another device was used to complete the case.